Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent posterior repair with mesh and excision of the vaginal cuff due to rectocele and vaginal cuff dysplasia on (B)(6) 2008. It was reported that patient underwent excision of bulging mesh, revision of repair and excision of hpv vaginal lesions due to rectocele and vaginal lesions on (B)(6) 2008. It was reported that patient underwent mesh revision due to dyspareunia secondary to vaginal mesh on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).